Event description:
It was reported by a customer on (B)(6) 2011, errors 652, 202.11 and 302.11 occurred while turning on the laser. No patient was on the table when this occurred. Per the customer, the errors came up after the laser goes through the warm up. The laser required a chiller replacement.